Manufacturer narrative:
After further review MFR#2916837-2021-00180 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsaria¿ so waste mixed with bleach sprayed outside of instrument. There was no impact to patient/user. The following information was provided by the initial reporter: it was reported that the aspirator cup is overflowing and does not drain. 1. The leak was fluid. 2. The leak was not contained within the instrument. 3. The spray of fluid was under pressure. 4. The fluid leaked was sheath fluid. 5. The biohazard leak was before the waste line. 6. The waste was mixed with bleach. 7. The customer/bd personnel was in contact with the fluid. 8. The physical contact with the fluid occurred outside the instrument as user was cleaning the spilled fluid. 9. The user wore ppe while cleaning the spill over fluid. 10. There was no impact to patient samples. 11. The customer/bd personnel was not injured.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsaria¿ so waste mixed with bleach sprayed outside of instrument. There was no impact to patient/user. The following information was provided by the initial reporter: it was reported that the aspirator cup is overflowing and does not drain. The leak was fluid. The leak was not contained within the instrument. The spray of fluid was under pressure. The fluid leaked was sheath fluid. The biohazard leak was before the waste line. The waste was mixed with bleach. The customer/bd personnel was in contact with the fluid. The physical contact with the fluid occurred outside the instrument as user was cleaning the spilled fluid. The user wore ppe while cleaning the spill over fluid. There was no impact to patient samples. The customer/bd personnel was not injured.